Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via email by caregiver who reported a "sensor error" message from the adc device. Due to this, the customer was unable to obtain readings and a capillary result of 500 mg/dl was obtained. A doctor was called and treated the customer for hyperglycemia. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was downloaded successfully. The sensor was de-cased. Visual inspection was performed on the pcba (printed circuit board assembly), and no issues were observed. The sensor¿s battery measured to be within specification range. Performed a source measure unit (smu) test to check that the returned puck¿s electronics were functioning properly. Performed the poise voltage test for the returned sensor and observed the poise voltage to be within specification range. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via email by caregiver who reported a "sensor error" message from the adc device. Due to this, the customer was unable to obtain readings and a capillary result of 500 mg/dl was obtained. A doctor was called and treated the customer for hyperglycemia. No further details were provided. There was no report of death or permanent injury associated with this event.